Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that during spinal fusion procedure, the spine clamp broke when removing from the patient. There was no delay to procedure. No known impact on patient outcome.

Manufacturer narrative:
Initial reporter role was updated.